Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer inspected the system onsite and confirmed that the wireless footswitch was malfunctioning. During troubleshooting, the fse found that the issue occurred because the user did not use it for long time, so the footswitch did not accept any charge. The fse replaced the footswitch and the base station. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the wireless foot switch was malfunctioning. The device was not in clinical use at the time of the event. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.